Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the distal sense lead tip was found to have separated from the lead body and to have migrated after separation. During surgery, a cardiothoracic surgeon removed the sense lead tip. The revision surgery restored therapy and the issue is now resolved.